Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, nausea/vomiting, asthma (new or worsening), inflammatory response, lung disease, cancer. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, nausea / vomiting, asthma (new or worsening), inflammatory response, lung disease, cancer. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "describe event or problem" in box b5 has been updated/corrected. Section h6 "(device) problem code grid (1)" has been updated and section h8 "remedial action init (rfb)" and section h9 "recall (z) number (rfb)" has been updated.